Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, ten years one month of post-deployment, the patient reported to the medical center with abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis without intravenous or oral contrast showed an inferior vena cava filter appeared tilted to the right and inferior to the filter, the inferior vena cava appeared small in size. Around, one year and eight months later, a computed tomography (CT) abdomen and pelvis was revealed the superior extent of filter was at inferior l2 vertebral body and inferior extent at mid l3 vertebral body. A total of 6 prongs had perforated the inferior vena cava. Maximum distance prong perforated was 7.41 mm. Coronal images showed 5.75-degrees tilt of filter left-to-right and sagittal images showed 2.64-degrees tilt posterior-to-anterior. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for filter tilt as it was reported " coronal images showed 5.75-degrees tilt of filter left-to-right and sagittal images showed 2.64-degrees tilt posterior-to-anterior." Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with small bowel obstruction procedure. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.